Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our bbm laboratory in melsungen, germany. 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the technician seal (61-01-00) on the lower housing were intact. The p2-connector was damaged, no other visible damage was found. 2.2 a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the p2-connector was changed, the device history files were read out and analyzed. No abnormalities about a flow deviation were found in the history files. Also, could be found the device alarm 2223 several times. 2.4 the downstream sensor and the electronic pressure cut-off of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The mechanical pressure limitation was tested after change of the p2-connector. The mechanical pressure limitation was within the tolerance. The downstream sensor, the electronic pressure was slightly out of tolerance. The deviation of the pressure sensors had no effect on the flow deviation. 2.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,30%. 2.6 the device was disassembled; the inside was investigated. No other visible damage was found. Da 2223 is the result of a combination of neutrapur lines and the infusomat space. Even though both products are within specification. The da 2223 is only related to pumps which were delivered in 2020 and in combination with infusomat space line - neutrapur which were produced before 15th october 2020 (batch no. 20k15 - for transparent lines / 20m20 for uv-lines). The manufacturing process for the infusion line was adapted in the meanwhile in order to prevent occurrence of the device alarm 2223. For checking the air-sensor a space line was filled with water and was inserted in the infusomat. With the operating unit closed, a value of 24mv (rated value < 100mv) was measured for the air and a value of 1862mv (rated value > 600 mv) was measured as water equivalent. All measured values were within our specification. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. No product deviation.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device been sent to our laboratory in bbm, (B)(4), for investigation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion - 20/30mins instead 1 hour". According to customer: "reason of complaint: azithromycin administered over 20-30 minutes - recommended rate q1h. Ivab checked and commenced by 2 nurses, rate and volume confirmed by staff at commencement. Of infusion. Machine alarmed approx 20 to 30mins into infusion, bag completed prematurely. Medical team and team. Leader notified, ECG attended. Nil further orders. Nil adverse effects noted. No harm - did reach person. Name of device alert: no alarm. History log files / trendfile available: no. Swversion: (B)(4). Products related to complaint manufacturer of disposable: bbraun."